Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced chest pain while laying down. This right atrial (ra) lead exhibited high threshold measurements. Insulation degradation and a probable fracture were identified. As a result, this lead was surgically abandoned. No adverse patient effects were reported.